Event description:
It was reported that this pacemaker was unable to be interrogated using a programmer. Technical services (ts) was consulted and troubleshooting was performed, but it was unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.